Event description:
It was reported by service report that the fowler did not work because the fowler ball screw drive bearing housing broke out. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: fowler ball screw drive bearing housing.